Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. Approximately 3/4" of blue and black cobraid suture was returned cut on both ends and a knot in one of those ends. No clump visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a bankart repair, after the insertion site was cleared of all debris, clumping occurred on the suture of a 1.8mm q-fix knotless anchor after implantation. The procedure was resumed, without any delay, using a helix br 4.5mm competitor device. No further complications were reported.